Event description:
Patient arrived to clinic on (B)(6) 2023 with complaint of needed repair to driveline. Provider noted damage to 2 layers of silicone rescue tape at the junction of entrance of the driveline into the clamshell appliance. Driveline repeated. Damaged clips also replaced.